Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the rear response button cover was torn and the switch mechanism was damaged. The cause for the inability to activate the device is the damaged switch mechanism. The root cause for the damaged switch mechanism cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.